Event description:
A high reading issue with the abbott diabetes care (adc) device was reported by the healthcare provider on behalf of the customer. The customer received higher sensor scan results than the readings from another adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience symptoms but could not self-treat and contacted a healthcare professional for a hyperglycemia diagnosis. No treatment information was provided. There was no report of death or permanent impairment related to this event. The customer was successfully contacted and reported that they were treated at the hospital with infusion and insulin administration.

Manufacturer narrative:
Additional information received and the following section(s) updated as follows: b5 - describe event or problem. H6 - adverse event problem: e code.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported by the healthcare provider on behalf of the customer. The customer received higher sensor scan results than the readings from another adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience symptoms but could not self-treat and contacted a healthcare professional for a hyperglycemia diagnosis. No treatment information was provided. There was no report of death or permanent impairment related to this event.